Event description:
Pt began treatment at 0710. At approx 0735 the treatment machine alarm sounded and the pt in the bay responded. At that time the pct noticed air in the venous blood line. The pt was asked if they were okay, and pt was unresponsive. Pct called for help and pulled back the pt blankets to discover the catheter had disconnected and there was blood on the pt's clothing. The nurses from bay a and c responded to the call for assistance. N.s. Infused and CPR was initiated, dr. Was called.